Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This was observed after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 10-13, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video sample showed leak (backflow) from the fill port. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.